Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified, what the foreign material was. Nor the root cause of the remaining foreign material. It was confirmed, that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed, that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the device was manufactured. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): IFU states, that detection method in evis lucera gif/cf/pcf type 260 series, operation manual chapter 3: preparation and inspection. IFU states, that preventive measure in evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual chapter 3: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects. Additional non-reportable malfunction was found during evaluation: due to a pinhole on ch-tube water tightness is lost, due to wear of angle wire the bending angle in up direction and the play of upward/downward (u/d) knob does not meet the standard value, bending section cover adhesive on (a-rubber) had a crack, due to clogging of nozzle no air was fed, mouthpiece was loose, plastic distal end cover (c-cover) had a scratch, connecting tube had discoloration and a scratch, protector of universal cord on control section side had a scratch, image guide (ig) protector had a scratch, scope cover (sc) cover unit had a scratch, forceps elevator (fe) lever and knob had a scratch, upward/downward (u/d) knob had a scratch, right/left (r/l) knob had a scratch, suction cylinder (s-cylinder) was shaved, switch 1 and 4 (sw1 and sw4) had a scratch, switch box, scope connector (s-connector), universal cord and control unit had a scratch, the universal cord had a dent and the electrical connector (el-connector) had discoloration due to water leakage. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted the foreign material was unknown. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted that the facility flushed the air/water nozzle with water and air. The customer confirmed that there was no any abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted and confirmed that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope appeared to have blood on the product during storage after cleaning and disinfection customer complaint. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, foreign objects inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.